Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical report states the patient had a pulmonary emoblism, pneumonia, abdominal wall hematoma, and an insertion umbrella filter following bilateral knee replacements.

Manufacturer narrative:
The device associated with this report remains implanted. No revision surgery has been reported. The initial reporting stated radiographs were not available for review. The investigation could not draw any conclusions regarding the reported event. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.